Event description:
It was reported the camera head's connector is loose. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e1 (first name, last name, email, phone number), g3, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. Based on the results of the investigation, and since the initially reported device malfunction was not confirmed during evaluation, the definitive root cause of the customer¿s reported issue could not be determined. Based on the results of the investigation, it is likely the failed water leak test malfunction was due to component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's connector is loose. The issue occurred during preparation for use. There were no reports of patient harm.